Event description:
On november 23rd, during a routine follow-up, the subject device (involved in the fsn on platinium devices sent in july 2018) showed a battery voltage of 2.9v, but a longevity of 1 year and 3 month (minimum of 1 year). The parameter programmation was ddd 70-110bpm with the following output: - atrial: 1.5v/1ms - right ventricular: 1.5v/0.35ms - left ventricular: 6.5v/2ms there is no sonrtip lead so the sonr optimization function is off. The device delivered one shock a few days before the follow-up. A longevity simulation using the longevityfit app indicated 3.4 years of longevity. The physician requested an analysis of the longevity to known the actual residual longevity of the device. The preliminary analysis did not show any suspicion of premature battery depletion.

Manufacturer narrative:
The preliminary analysis did not show any suspicion of premature battery depletion.

Event description:
On november 23rd, during a routine follow-up, the subject device (involved in the fsn on platinum devices sent in july 2018) showed a battery voltage of 2.9v, but a longevity of 1 year and 3 month (minimum of 1 year). The parameter programmation was ddd 70-110bpm with the following output: atrial: 1.5v/1ms; right ventricular: 1.5v/0.35ms; left ventricular: 6.5v/2ms. There is no sonrtip lead so the sonr optimization function is off. The device delivered one shock a few days before the follow-up. A longevity simulation using the longevityfit app indicated 3.4 years of longevity. The physician requested an analysis of the longevity to known the actual residual longevity of the device. The preliminary analysis did not show any suspicion of premature battery depletion.

Event description:
On (B)(6), during a routine follow-up, the subject device (involved in the fsn on platinum devices sent in (B)(6) 2018) showed a battery voltage of 2.9v, but a longevity of 1 year and 3 month (minimum of 1 year). The parameter programmation was ddd 70-110bpm with the following output: atrial: 1.5v/1ms, right ventricular: 1.5v/0.35ms, left ventricular: 6.5v/2ms. There is no sonrtip lead so the sonr optimization function is off. The device delivered one shock a few days before the follow-up. A longevity simulation using the longevityfit app indicated 3.4 years of longevity. The physician requested an analysis of the longevity to known the actual residual longevity of the device. The preliminary analysis did not show any suspicion of premature battery depletion.